Event description:
It was reported that after 4 hours of treatment with an ak 96 machine, the patient developed chest tightness and shortness of breath. The patient's weight after dialysis was 0.5 kg heavier than before dialysis. There was no medical intervention reported. It was reported "replace the machine and restart the treatment". No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The action taken to solve the issue by the technician was not known. As the device was not able to be evaluated by a baxter representative the condition could not be verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.